Event description:
It was reported that the drill was broken during a procedure. All debris/fragments were recovered. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). G2: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, e1, g3, g6, h2, h3, h4, h6, h11. H6: suggested component code- mechanical (g04) ¿ drill. No product was returned. A visual inspection was conducted on the customer provided pictures. The pictures show that a clear fracture occurred near where the fluted portion of the drill tip meets the drill body. The complaint is confirmed a determination cannot be made as to what caused the drill to fracture. Review of the certs identified no deviations or anomalies during manufacturing. A supplier DHR review was not conducted as material cert confirms that the material and hardness of the instrument meet specification requested as certs show. A review of end level device history records was not performed as it is package and label related only and reported event is not associated with a packaging or labeling related issue. A definitive root cause cannot be determined. The reported event is confirmed, based on provided photos. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.